Event description:
It was reported that software measurement issues occurred. An ilab 3.0 ultrasound imaging system was used to perform diagnostic imaging. During pullback, the software measured the lesion inaccurately making it appear to be double the actual length. The procedure was completed with this device without patient injury. No patient complications reported and the patient is in stable condition.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).